Event description:
It was reported that when connecting the extension tubing kit for groshong PICC puncture, it could not be engaged properly with the catheter. A new kit was used and connected successfully.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty assembling a connector is confirmed and was determined to be supplier related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. The connector pieces were not returned assembled. A microscopic observation revealed no damage on the locking arms of the proximal connector piece and no damage was observed on the distal connector piece. The connector pieces were assembled, and an audible click could be heard when the two pieces were connected. An attempt was then made to disassemble the connector pieces and the connector pieces were found to be able to be pulled apart by hand with some force. The distance between the locking arms of the proximal connector piece was measured prior to assembly of the connector pieces and was found to be too wide and out of specification. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported that when connecting the extension tubing kit for groshong PICC puncture, it could not be engaged properly with the catheter. A new kit was used and connected successfully.